Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation. There is no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis.

Event description:
A peritoneal dialysis (pd) patient's caregiver called technical services and reported that the cycler alarmed for patient line is blocked message during fill 1 of 6 of treatment. Caregiver stated the patient had fibrin for at least a week and was taking medication; drug name not specified. Caregiver stated that prior to the alleged cycler alarm; the patient had been off of the cycler for a week due to an infection. During follow-up with patient's nurse she stated the patient's wife had noticed patient had cloudy drain bags; in addition patient had reported abdominal pain. The patient was then taken to the hospital on (B)(6) 2016 and was further diagnosed with peritonitis. The patient's effluent was cultured at the hospital and at patient's clinic; culture results returned with no growth. The patient was administered ancef (cefazolin) and fortaz (ceftazidime); dose regimen and route not reported. At the time of this report it was unknown if the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) and unknown if patient's signs and symptoms of peritonitis were resolved.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver called technical services and reported that the cycler alarmed for patient line is blocked message during fill 1 of 6 of treatment. Caregiver stated the patient had fibrin for at least a week and was taking medication; drug name not specified. Caregiver stated that prior to the alleged cycler alarm; the patient had been off of the cycler for a week due to an infection. During follow-up with patient¿s nurse she stated the patient¿s wife had noticed patient had cloudy drain bags; in addition patient had reported abdominal pain. The patient was then taken to the hospital on (B)(6) 2016 and was further diagnosed with peritonitis. The patient¿s effluent was cultured at the hospital and at patient¿s clinic; culture results returned with no growth. The patient was administered ancef (cefazolin) and fortaz (ceftazidime); dose regimen and route not reported. At the time of this report it was unknown if the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) and unknown if patient¿s signs and symptoms of peritonitis were resolved.